Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No pump errors 13 and 81 occurred during testing; however, self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had multiple pump error alarms. Customer¿s blood glucose was 168 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was assisted with self test and insulin pump had hardware low level failure alarm. Customer did self test again and it was failed again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.